Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right ventricular (rv) lead underwent pericardial window due to cardiac tamponade. This rv lead was then found to be dislodged with elevated capture thresholds and noted that pacing was not delivered when required. The patient was scheduled for lead revision. As of this time, this lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event. Patient code 3191 is being used to capture the additional intervention performed.

Event description:
It was reported that the patient with this right ventricular (rv) lead underwent pericardial window due to cardiac tamponade. This rv lead was then found to be dislodged with an elevated capture thresholds and noted that pacing was not delivered when required. The patient was scheduled for lead revision. As of this time, this lead remains in service. No additional adverse patient effects were reported.